Event description:
A trilogy ev300 ventilator was returned to the manufacturer due to the complaint of " unit failed set up test twice". There was no allegation of device malfunction. The device was not in patient use. During fco81 pre-testing, the unit failed the setup test twice. Active exhalation verification: s (-) p (+): pilot: difference failed. The event logs were reviewed, and critical error codes (evt_o2_regulation) and (evt_low_o2_inlet_pressure) were recorded. The technician recommended replacing the device's oxygen blending module harness, oxygen blending module assembly and the system board to address the issue. The device has been returned to the manufacturer, but the repair has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to the manufacturer due to the complaint of " unit failed set up test twice". There was no allegation of device malfunction. The device was not in patient use. During fco81 pre-testing, the unit failed the setup test twice. Active exhalation verification: s (-) p (+): pilot: difference failed. The event logs were reviewed, and critical error codes (evt_o2_regulation) and (evt_low_o2_inlet_pressure) were recorded. The technician recommended replacing the device's oxygen blending module harness, oxygen blending module assembly and the system board to address the issue. The device has been returned to the manufacturer, but the repair has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. New information: the technician replaced the 3 way solenoid valve, and proportional valve (aecm), and the unit passed all testing and has been returned for clinical use. Box h coding has been updated. In addition, the suspected 3 way solenoid valve, and proportional valve (aecm) were returned to the receiving inspection quality lab (riql) for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time.